Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a small spot at the corner of the implantable pulse generator (ipg) pocket. The decision was made to explant the entire system due to possible infection. The system will be replaced in the future. No further patient complications have been reported as a result of this event.